Event description:
It was reported that a patient underwent a prostatectomy procedure on an unknown date and suture clips were used. During the procedure, it was reported by a sales rep that, during robotic prostatectomy, the device could not clamp stratafix. Although the clips were replaced, the device still could not clamp, so another package was taken out. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide the applier product code and lot number? Ka200 please confirm if there is an issue with the applier? No if yes, please create a product complaint and provide the respective reference number(s). How many clips demonstrated the alleged deficiency? Unk please explain how the clips were loading into the applier? Unk please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading. Unk was the applier checked for damaged (jaws straight and aligned)? Unk please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/21/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.